Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient's mother stated she woke up in the middle of the night and decided to check the patient's blood glucose which was reading 1.2 mmol/l compared to the cgm that was reading 6.6 mmol/l. The patient's mother administered the patient with glucagon at 10:42 pm based on the bg meter value and called the ambulance. When the paramedics arrived, the emergency medical technician's checked the patient's bg and the meter was reading 8.4 mmol/l. The patient was not transported to the hospital and the emt's advised the patient's mother to keep an eye on the patient for nausea from the glucagon. At the time of contact, the patient was in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.